Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia of value 550mg/dl. Customer other blood glucose value was 100mg/dl. Customer reported the infusion set cannula was crimped. The customer was treated with manual injection. Customer declined to troubleshoot for high blood glucose value. Device will not be returned for analysis.